Manufacturer narrative:
(B)(4).

Event description:
It was reported that when a patient experiencing shortness of breath presented in-clinic, episodes of non-sustained rv oversensing due to undersensing were observed. Programming changes were recommended. The patient was stable.